Manufacturer narrative:
Concomitant medical products- model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a recent implantable cardioverter defibrillator (ICD) change out procedure the right ventricular (rv) lead triggered an alert for out-of-range/high superior vena cava (svc) defibrillation coil impedance. It was additionally noted that the svc coil impedance trend has been unstable/varying. It is thought that there may be a connection issue with the patients ICD and rv lead. Follow up was conducted and no reprogramming has been completed at this time. The lead will continue to be monitored and the next time the patient is in for an office visit they will complete an x-ray and isometric testing to see if there really is a connection issue. The device and lead remain in use. No patient complications have been reported as a result of this event.